Event description:
On 04/07/2025, it was reported by a sales representative via email that an ar-8934bck knotless suturetak 3.0mm was used to repair a deltoid. During the conversion of the knotless mechanism, one anchor pulled out and split in half. No reported pieces broke off inside the patient. A hard bone drill was utilized. The first anchor converted successfully, but the second broke in half, while the third functioned successfully. All three anchors belonged to the same lot. This was discovered during a deltoid repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted an anchor was damaged and broken outside of the patient. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.